Event description:
It was reported that a when a flogard infusion pump was plugged in the pump had an f-49 alarm. The reporter indicated that the device is used for educational purposes and has been out of service for a long time. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Exact date is unknown, however it was reported that the approximate date was around (B)(6) 2014. The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.